Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023 due to an infection at the driveline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a bacterial driveline infection on (B)(6) 2023. Cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). They were also treated with drug therapy. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: pump start-up issue identified during post-explant testing. This finding is unrelated to this event and did not affect pump function during support. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable containing the inline connector and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned detached from the outflow graft hardware. The cuff lock was disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed decreases in pump flow consistent with the patient¿s pump exchange surgery. The log files appeared to capture the device functioning as intended during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.